Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that episodes of oversensing were observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-38369, the same issue was previously reported as 2017865-2022-38367.